Event description:
The tech alleged that the nurse call would not send a signal. No pt impact.

Manufacturer narrative:
Tech found that the side com would not work. The side com board had a short in it. The tech replaced the side com board to resolve the issue.